Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dry throat/mouth. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and error messages (e-2 and e-3). The customer is concerned with test results from results obtained of 94 mg/dl. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported having dry throat/mouth; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer; customer had attempted to perform blood test but the test strip did not absorb the blood. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date is 02/24/2022. The meter memory was reviewed for previous test result history (only one test was performed using the true metrix go meter): result 1: 94 mg/dl date: (B)(6) 2022 time: 09:14 pm fasting.

Manufacturer narrative:
Sections with additional information as of 27-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.